Event description:
It was reported from the patient that she had bleeding with a previous implant. No additional relevant information has been received to date.

Event description:
Information was received that the patient&#39;s bleeding was in 2012, before the last replacement, but uncertain if bleeding was at generator or lead site and uncertain when first seen.